Event description:
A ventilator was returned to the manufacturer for routine preventative maintenance. There was no allegation of device malfunction. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, "service required" codes were found in the ventilator's downloaded error log. The device's oxygen blending module board and interface board were replaced to address the issues. In addition of the above evaluation, the device's replaced trilogy o2 pm1 kit, exhaust fan assembly, 43-micron filter due to prevent failure. The device's technician performed repair test, alarm check, battery check, run in tests, cleaning then confirmed the unit operated properly. The device's software version was checked.